Event description:
In 2003, this patient underwent repair of an abdominal aortic aneurysm with gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component, contralateral leg component and iliac extender component. On a routine follow up (date unk), the asymptomatic patient was found to have a aneurysm enlargement. A follow up CT scan and angiogram showed no contrast in the sac or signs of an endoleak. The physician decided to perform a reintervention to reline the devices due to high possibility of endotension with the first generation devices. In 2007, the patient underwent a reintervention to reline the original devices. The reintervention was successfully completed and the patient is reportedly doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient and related to this event; contralateral leg component (pcc141000/lot#021840203) and iliac extender component (pcl161407/lot#022291802).